Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks. It was also reported that the inappropriate shocks were due to t-wave oversensing. The patient's medications were adjusted. It was also noted that the patient is part of the shock-less study. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.